Event description:
The user reported a "popping" noise while the defibrillator was charging. This was found during routine testing. There was no pt involved. An initial examination of the unit disclosed a bent front panel that could only have been caused by a significant impact. Tests revealed a broken solder connection of capacitor c23 on assembly. The broken connection appears to have been a result of the same impact that bent the front panel. The event is not occurring more frequently or with greater severity than is usual for the device.